Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s, "rep states his interventional radiology customer use to use the 4 french powerpicc and had no issue with the x-ray visualization. He states they now use the 4 french powerpicc solo and the visualization of the 4 french is not sufficient. He does not have a product code or lot number for the powerpicc solo." Ms&s informed the rep to contact field assurance with issue of poor visualization of 4 french powerpicc solo. 02/13/2020 - additional information received stated, "issue - 4f. Sl catheter was a not visible when placed under fluoroscopy."